Event description:
Caller reported an issue with the touchscreen's responsiveness, as the pump screen was frozen and not responding to input. Customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support provided pump reset information, and the caller performed a reset, which resolved the issue, allowing the customer to interact with the pump screen again.